Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; partial lead in segments returned and analyzed. It was reported the patient alert sounded for impedance of greater than 100 ohms. The lead had high/increasing impedance values for the high voltage coils and was replaced. No patient complications have been reported as a result of this event. Actual device involved in incident was evaluated electrical tests performed, mechanical tests performed, visual examination device performed, according to specifications no conclusion can be drawn impedance, high.

Event description:
It was reported the patient alert sounded for impedance of greater than 100 ohms. The lead had high/increasing impedance values for the high voltage coils and was replaced. No patient complications have been reported as a result of this event.